Event description:
Reason due to raised cobalt levels (blood report attached), revision date confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product and lot code combinations found no other reports. The provided blood sciences report from (B)(4) 2012 indicates the patient returned a chromium level of 117 nmol/l and a cobalt level of 151 nmol/l. Mhra threshold levels for cobalt are 120 nmol/l and chromium is 117 nmol/l. It has been indicated on the report a blood co/cr count was also taken in (B)(4) 2010, but the report was not provided to evaluate the change. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Information received from (B)(6). Confirmed revision of pinnacle/kar implants. Reason due to raised cobalt levels (blood report attached), revision date confirmed. Date of implant not provided. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of head. This complaint was updated on nov 15, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.